Manufacturer narrative:
The device has been returned and evaluated. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. There is no available repair history for this device. Upon inspection and testing, it was observed that device display shows the e117 error for no communication between the device and the camera. User complaint is confirmed. This is attributed to the faulty solid-state drive (ssd) unit. In addition, the rx module internal connector clasp was damaged and unable to capture image.

Manufacturer narrative:
Additional information for the event is not yet available. Event date is not known. The initial reporter phone number is (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during set up the device did not complete the start up sequence; after a minute the device display showed e117 error. There was an image on the screen from the camera, but there was no communication between the device and the camera. The intended procedure was completed with anther device. There was no harm or adverse impact to any patient.